Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) m1 segment which was successfully recannalized. The physician then noted persistent occlusion in the m2 segment due to distal emboli and attempted recannalization using the penumbra system 3max reperfusion catheter, 3max separator, 5max ace reperfusion catheter and a 5max separator however, these attempts were unsuccessful. The event was considered moderate in severity with a probable relationship to the penumbra system, an uncertain relationship to the angiographic procedure, and a possible relationship to the index stroke. The following day a magnetic resonance imaging (MRI) was performed and indicated an intraparenchymal hemorrhage of the basal ganglia and an intraventricular hemorrhage in the occipital horns. These intracranial hemorrhages were considered to have an uncertain relationship to the penumbra system and the angiographic procedure and a definite relationship to the index stroke. Two days later, the patient expired due to stroke progression unrelated to the penumbra system or angiographic procedure.

Manufacturer narrative:
Conclusion : re-occlusion (distal embolization) and hemorrhage are known and anticipated complications with these types of procedures and are noted in the device labeling. Therefore, it was determined that the reported events were anticipated procedural complications. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2014-00487, 00488 and 00489. Devices were disposed of by hospital.